Manufacturer narrative:
A ge rep conducted an onsite investigation. The x-ray tube temp sensor was replaced. The system was tested and is operating as intended.

Event description:
The customer reported that the core temp in the x-ray tube was too low and would not expose on the 7900 system. No pt injury was reported.